Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (monitored reset) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A pt service rep (psr) contacted zoll customer support for an unrelated issue. After review of the pt's data, support reported that the pt's monitor had reset. The pt was issued a replacement monitor.